Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 505 mg/dl. Customer was treated manually. The customer reported that insulin pump had blank display, weak battery alarm. Customer was able to clear alarm. Customer stated that the display returned. The insulin pump will not be returned for analysis.